Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the tubing of a cleo® 90 infusion set detached from the pump. It was noted that the tubing looked "like it had been severed". On closer inspection, the reporter observed that the tubing became detached from the luer lock and "pulled out". It was reported that the detachment could be due to the pump falling out of the patient's pocket or if the tubing gets caught on something. The patient's blood glucose levels "skyrocketed" at the time of the event, requiring "significant additional insulin" to bring the blood glucose levels back to target range. No permanent injury was reported. See MFR: 3012307300-2017-01136.

Event description:
It was clarified that the patient's blood sugar was over 22.0mmol/l due to the incident.